Event description:
Customer alleged front left leg collapsed during use. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 6291-, serial number/date code is unknown. The unit is approximately 8-10 years old. The owner's manual part number 1148068 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumer has a preexisting medical condition, heart problems. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Per the consumers son, his father was indoors and was using the unit in his kitchen. The flooring in the kitchen is linoleum. The unit allegedly broke 8-10 inches from the bottom end of the unit. The consumer's son stated that his father fell and sustained a bump on his forehead. They did go to emergency room. The bump has subsided and the consumer is doing better. The consumer has been using the unit off and on. He recently started using the unit due to heart problems. The consumer now has a replacement unit.